Manufacturer narrative:
The pump, s/n:(B)(4), was received. The reported issue was not confirmed. The pump could not be tested as it was received in a damaged condition and the front case was cracked. The service history record was reviewed, this device was manufactured in (B)(6)and this is the first time that this device has been returned for service. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported there was a short on the unit and a burnt power cord.